Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.

Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a female patient of unknown age and ethnicity. Medical history included cataracts, diabetes, high blood glucose levels, reaching 800 mg/dl, stating that her body got used to high blood glucose levels. Concomitant medications were not provided. The patient received human insulin isophane suspension (rdna origin) (humulin n) via unknown formulation. The patient also received human insulin (rdna origin) (humulin r) via unknown formulation. The patient received insulin lispro (rdna origin) injections (humalog) from a cartridge via a reusable device (humapen ergo ii). Information regarding dosing frequency, route of administration, indication and therapy start date was not provided. Since an unknown date while on human insulin isophane suspension, human insulin and insulin lispro therapies, she experienced an episode of hypoglycemia with drowsiness, and, upon waking up with blurred vision. She suffered a fall that resulted in a fracture of the tibia and ankle, requiring hospitalization and surgical intervention. She experienced visual impairment and she also mentioned experiencing multiple lumps throughout her body at insulin injection sites, further she described these changes as possible keloids. On an unknown date while injecting insulin lispro via reusable device, she experienced that the device did not work as expected (B)(4), lot: 2405d02) at that moment, her blood glucose was 415 mg/dl and progressed to values above 505 mg/dl. It was reported that the patient was visually impaired and was operating the device (considered improper use). The event of blood glucose increased was considered serious by the company due to medically significant reasons. Information regarding further hospitalisation details, corrective treatment and outcome of events was not provided. Treatment status of human insulin isophane suspension, human insulin and insulin lispro therapies was not provided. The operator of humapen ergo ii was patient and her training status was not provided. The general and suspect humapen ergo ii duration of use was not reported. The status of suspect device was unknown, and it was available for its return. The reporting consumer did not provide any relatedness between the events and human insulin isophane suspension, human insulin and insulin lispro therapies. Update 30-jun-2026: all the information received on 24-jun-2026 and 26-jun-2026 were processed together. Edit 20jul2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.